Event description:
Discordant b-type natriuretic peptide (bnp) and vitamin d results were obtained on an advia centaur xp instrument. A bottle of base solution was placed in the wash 1 bottle's position. The initial results were reported to the physician(s). The samples were rerun, and the corrected results were then reported to the physician(s). There are no known reports of patient intervention or adverse health consequences as a result of the discordant bnp and vitamin d results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) because their bnp quality controls (qc) had been out of range, and the customer discovered that a bottle of base solution had been placed in the wash 1 position on the advia centaur xp instrument. The tsc specialist instructed the customer to remove and rinse the wash 1 reservoir and tubing and then load fresh fluids, which the customer did. The customer reran their bnp qc, and it was within range. The instrument is performing within specifications. No further evaluation of this device is required.